Event description:
It is reported that the patient received a call from the surgeon regarding the rejuvenate recall. The patient complains of a constant dull, throbbing pain in his right femur and hip joint since the time of implantation. The pain is more intense when he presses the area. He occasionally has sharp pains in the groin that cause him to stop his activities. The patient had blood work and an aspiration of the right hip. He saw his physician on (B)(6) 2012. The patient reports elevated cobalt levels and is waiting to be scheduled for a mars MRI.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in as supplemental report.